Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] one similar defect report had been received for this lot. (3012223769-2026-00002). [Complaint history review] complaints about products of the same structure (014in ss floppy l190cm, 014in ss floppy l300cm, 018in ss floppy l 190cm, 018in ss floppy l 300cm, vgw1423fl0, vgw1430fl0, vgw1423fl0f, vgw1430fl0f, vgt1823fl0, vgt1830fl0, vgt1823fl0f, vgt1830fl0f) over the past three years showed that the number of events of separation was small and did not show an increasing trend. [Returned product investigation]since the product was not returned from the user facility to filmecc yet, the product was not investigated. Instructions for use (IFU) states: [warnings] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage) after receiving the returning product, we will make another investigation and submit follow-up report on the investigation result.

Event description:
It was reported that the vassallo gt .014 floppy ("the product") was caught up in a terumo progreat microcatheter and sheared off during a genicular artery embolization (gae) procedure performed to treat knee pain. The vessels were non-stenotic. Because the guidewire was damaged during use, the physician refrained from using this guidewire.